Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I swallow one [accidental device ingestion]. Case description: on 2024-09-12 a spontaneous case was reported in canada by a patient via call center representative (phone). The report concerns a male consumer. The consumer received polident (napc+potm+taed tablet) for indication product use for unknown indication, lot number unknown and expiry date unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a medically significant I swallow one (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident overnight denture cleanser was unknown with dechallenge was unknown (action taken was unknown/ outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causality of the event accidental device ingestion was assessed as not reported/not assessable to the suspect product polident. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "polident overnight cleaner, I swallow one, what shall I do?"